Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: the exact cause of the reported delivery system getting caught on the sma stent leading to dislodged and removal of the sma stent could not be conclusively determined from the single photograph provided. Films at implant were not provided. The exact sma stent location at the time of the event was unknown.

Event description:
An endurant iis stent graft system was implanted in the patient for the endovascular treatment of a 48 mm in diameter abdominal aortic aneurysm. The proximal aortic neck measured 29 mm to 31 mm to 30 mm to 31 mm in diameter along a 23 mm length. There was a moderate amount of thrombosis in the proximal aortic neck. The left common iliac artery was possibly dissected and had a small flow lumen due to thrombus. A stent had been implanted in the superior mesenteric artery two weeks prior to the index procedure. It was reported that during the index procedure the tip of the bifurcate delivery system was being recaptured and became caught on the previously implanted superior mesenteric artery stent. When the delivery system was removed from the patient it was observed that the previously implanted superior mesenteric artery stent had been removed with the delivery system. The previously implanted stent was observed to be lodged within the tip of the delivery system. An angiogram was performed and the superior mesenteric artery did not appear to have any issues. The physician elected to re-stent the superior mesenteric artery using two stents from another manufacturer. An additional angiogram revealed no issues and that the superior mesenteric artery was widely patent. The procedure was completed successfully with no impact to the implanted endurant iis stent graft system and did not affect the proximal seal of the device. Per the physician the cause of the event was likely due to the superior mesenteric artery stent significantly protruding into the aorta. Additionally, the guide wire was biased toward the superior mesenteric artery during the procedure. No additional clinical sequelae were reported and the patient is fine.